Event description:
Pt was found disconnected from the ventilator, with the vent circuit hanging free along side the bed. The vent displayed a flashing red light "setting error", but there was no audible alarm. Pt had been breathing spontaneously, so there was no adverse effect.